Manufacturer narrative:
(B)(4).

Event description:
(B)(6) 2011. Rep reports that the pt stated she has experienced seizures, passing out, and 7 trips to the hospital since ins implant in september. Pt also indicated that stimulation was felt in the wrong location.